Event description:
It was reported that a patient originally diagnosed with cervical stenosis underwent an anterior cervical discectomy and fusion (acdf) at levels c4-c6. Post-operatively, it is reported that the patient was allergic to the metal in the hardware used in the procedure. Patient reports having "excessive and disabling pain throughout body". No additional information was reported.

Manufacturer narrative:
Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.